Event description:
It was reported during implant that the right ventricular (rv) lead exhibited high capture thresholds. The physician attempted to reposition the lead, but the helix would not extend or retract. The patient became unstable during the procedure. The patient condition was managed and a different lead was used to complete the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix stretched/bent and was clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being bent/stretched consistent with procedural damage.